Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings (cs162) with low non-zero force. During testing, the pump was successfully exercised for 24 hours with no loss of prime warnings occurring. The force sensor calibration was found to be out of required specification. The force sensor resistance was found to be within required specifications. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment and damaged battery cap. The battery cap threads were stripped and was not able secure properly to the pump. A test battery cap was able to secure and was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.